Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: the patient was experiencing blood glucose (bg) values in the 300mg/dl's with nausea, polyuria, symptoms of dehydration (dizzy, lightheaded) and fruity breath odor. Patient required no unusual treatment, during troubleshooting it was alleged the pump had a priming issue: when loading a cartridge 'it wasn't loading right'. The piston rod was stopping short and not giving the correct amount of insulin in the cartridge so patient started over with the rewind. Ever since this occurred bg's are elevated in the 300mg/dls, which they purportedly have not bee in the last 2 years. Patient believes the bg excursion is due the pump is not working/delivering correctly due to this malfunction. This complaint is being reported as the patient experienced hyperglycemia related to the alleged malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 8/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: testing was unable to duplicate the reported prime complaint. Review of the black box data shows no evidence of any valid priming issues. The black box shows 2 occlusion alarms on (B)(4) 2016 at 02:56 and 03:07; followed by typical loss of primes; deliveries resumed at 03:14. A full rewind was successfully completed; no alarms or stopping short of the piston was duplicated. A cartridge and prime sequence were successfully completed. Removed cartridge and verified cartridge reading and amount on display screen matched. Pump was exercised for 24hr duration period; no alarms occurred during this time period. The pump is detecting the correct force. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range removed pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of internal moisture was found. Battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.